Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (285 mg/dl). Customer went running and bg level improved (155 mg/dl). System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to change cartridge, infusion set, and infusion site.